Event description:
The pt was being treated using stent assisted coil embolization for a "complex vertebral basilar junction aneurysm." The physician successfully placed the stent at the lesion and f/u angiography demonstrated the patency of the vertebral basilar sys. As the first coil was deployed into the aneurysm, it was noted on angiogram that the basilar trunk was occluded. The coil was removed and further imaging revealed a "filling defect in the mid basilar portion consistent with acute thrombus". 3mg of tissue plasminogen activator was infused along the length of the basilar artery. A f/u angiogram demonstrated the patency of the vessel. The physician then successfully embolized the aneurysm and angiography demonstrated the patency of the vessel and that there was no residual filling of the dome or neck of the aneurysm.